Event description:
The following information was obtained through a literature review. The aim of this study was to assess strut apposition by optical coherence tomography (oct) across the bifurcation lesion immediately after stent implantation in a consecutive series of patients with bifurcation lesions treated with two different stenting strategies [single stent approach versus two stent approach]. Out of the 41 patients enrolled in this study, there were nine xience v stents implanted. The findings of the study indicated that malapposed struts found via optical coherence tomography (oct) was higher in the patients who had the two-stent approach. The findings also indicated that post procedural, asymptomatic myocardial infarctions (mi), type 4a, occurred more frequently in the two-stent group. There were two deaths recorded; both were non-cardiac in the two-stent group. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of myocardial infarction, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. The device issue (malapposed stent struts), is being filed under a separate medwatch report#.